Event description:
The physician had difficulty introducing the cypher stent delivery system through the guiding catheter. The stent dislodged outside the patient. The physician retrieved the stent and noticed that it was "opened" near the tip. The procedure was completed with another stent. There was no patient injury.

Manufacturer narrative:
This device is distributed outside the united states ; however it is similar to the united states product. The product has been returned for analysis. Additional information will be submitted within thirty days upon receipt.